Event description:
Central venous access port explanted due to pt presenting with fever of 100.3, tachycardia, and a blood sugar of 447. Infection suspected. Cultures of the port tip and the wound grew (B)(6). The pt stayed 3 days in the hospital receiving IV antibiotics and continues to come daily for outpatient wound care. No add'l info is available. Uf # (B)(4).

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the sample is only available for on site eval at the reporting facility. A lot history review (lhr) of rewk1381 showed no other similar product complaint(s) from this lot number.